Event description:
Reporter stated that patient received the following results on two systems within 10 minutes: 132 mg/dl (mobile system) and 50 mg/dl (performa nano system). The patient had hypoglycemic symptoms, and his mother provided sugar and food as treatment. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.